Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer regarding a patient who was receiving morphine at an unknown dose and concentration via an implantable pump for non-malignant pain. It was reported that the patient never got any relief from the morphine. It was either too low of a dose or the medication was not coming out due to a possible granuloma. It was further stated that the patient's morphine caused the edema in the patient's legs above her knees. The doctor increased the morphine very slowly and each time it was increased, the patient's edema got worse. The health care provider (hcp) wanted to try other drugs besides morphine, however the patient felt they would also cause edema and did not want to try. The edema was noted to have started on (B)(6) 2015. It was stated that the healthcare provider (hcp) said edema was not a problem for the pumps.

Manufacturer narrative:
Outcome attributed to adverse event ¿other¿ should no longer be checked. (B)(4).

Event description:
The patient's allergy history includes codeine derivatives. The patient's social history includes current work status, no military history, non-smoker/no tobacco use (never smoker), lives alone, the home structure is one story, non-drinker/no alcohol use. The patient's medications, which all started (B)(6) 2016, include ms contin (15 mg tablet ER), ms contin (60 mg tablet ER), norco (10-325 mg tablet), ambien (10 mg tablet), celebrex (200 mg capsule), sumatriptan succinate (50 mg tablet), and cyclobenzaprine hcl (5 mg tablet). Zanaflex (2 mg capsule) was taken starting (B)(6) 2015, but was not indicated as being continued after the office visit on (B)(6) 2016. The prescription pattern in subsequent visits was to reduce the dosage of norco from 6 tablets per day to 4 tablets per day. The next recommendation was to begin decreasing another medication at the subsequent visits; however the patient has been somewhat hesitant to this. The patient would like to continue at large doses of frequent opioid medications despite the healthcare provider explaining to her that this is unsafe. The effectiveness of the pump, the explantation, and the need for oral medications has been an ongoing thing in the patient's visits on (B)(6) 2016. The pump was working well, and giving good relief. The patient unreasonably requested explant because of leg edema; she would not allow any additional testing. The information provided by the consumer was inaccurate. The patient did in fact have good relief from the pain pump. The system was explanted at her request because of lower extremity edema. The patient was unwilling to have further diagnostics or adjustment of the pump because of the leg edema. The patient was unreasonable and would not have any further work up regarding the pump once the edema developed. At no time was there any suspicion of granuloma in the spine. Multiple options were offered to this patient for adjustment of dosage, change in medications, and other reasonable avenues of salvaging the pump as it was a very effective modality at treating her pain. However, this patient was unwilling to try any of these options and requested the pump be explanted. The weight loss experienced (see manufacturer's report 3004209178-2016-14415) after the pump explant was likely related to fluid loss as the patient reported that the edema did resolve after explant. The swelling in her legs resolved only for a short time and later returned in the lower extremities with similar severity. During the short time of the swelling resolved the patient anticipated this was from the explantation of the pump, however, once the swelling returned to the similar severity, the patient did in fact admit to the healthcare provider that the explantation of the pump did not correct her edema and now unfortunately she required larger doses of oral opioid medications to control her pain. At subsequent visits, the patient resumed her oral pain medications and unfortunately, despite the explantation of the pain pump, the swelling in her lower extremities returned to similar severity. At subsequent visits the patient did admit that the explantation of the pump did not resolve her edema, and now unfortunately she requires larger dosages of oral opioid medications to control her pain. The patient had significantly good pain relief from the pump therapy. The patient told the healthcare provider on multiple occasions that she had relief from the pain pump. The pump was only removed because she had lower extremity edema and was unwilling to have any other alternative treatment with the pump. The healthcare provider has explained to the patient that it is still his opinion that intrathecal medication delivery would be the most optimal for her. It would give her good analgesia and allow her to not require large doses of oral medication, which are less stable and more potentially dangerous. Furthermore it was cleared that we can conclude at this time that the leg edema is not related to the intrathecal morphine device. Additionally if it was related to the intrathecal morphine administration, a changing of the medication would have been an appropriate option at that time. The patient presented on (B)(6) 2016 with pain. The patient was there for a follow up regarding lower back pain. The patient had received an injection at the last visit and stated that it was 90% effective. Since the last visit, the pain had increased. The patient's current level of pain was 5/10, lowest level of pain was 4/10 and 9/10 at its worst. Pain was described as a constant aching, throbbing, and sharp sensations. Pain was aggravated by walking, standing, and sitting and relieved by heat/cold therapy. The patient stated that her pain medications were effective. The patient was taking morphine for the pain and stated that it was effective. Daily limitations included difficulty with cooking, cleaning, and laundry due to the increase of pain and discomfort. The patient was open-minded considering a trial with dilaudid to be utilized in the pump, so a dilaudid pump trial was scheduled. However, she later changed her mind. The healthcare provider received a phone call from the patient on (B)(6) 2016 about the pain pump. The patient's primary doctor attributed the swelling in the patient's legs to the morphine pump. However, the patient's managing healthcare provider explained that it was unlikely that the morphine pump was causing the swelling in her legs, particularly given the low dose of morphine that she was receiving and that this is an extremely uncommon side effect of intrathecal morphine in his patient population as well as in the patient populations of many of his colleagues, with which he had discussed this since it was brought to his attention at the patient's last office visit. Once the patient received the pain pump, she was unwilling to have the doses increased and discontinue the oral medication, because she was in the middle of a medical manuscript and explained to the healthcare provider that the mental and emotional taxation of changing from oral to intrathecal medications would slow her progress on the book and she simply could not do it at that time. It was agreed that once the book was completed they would move forward with increasing the intrathecal dose and reducing with hopeful potential elimination of her oral pain medications. Nonetheless, once the book was completed, the patient did not want the intrathecal pain pump any longer and would prefer to be on oral medication. The patient was offered many different options, including trialing a different medication in the pump to reduce the edema in her legs, running normal saline in the pump to evaluate whether it was the actual medication itself causing the edema, and even turning the pump off completely for a while to see if the edema in her legs resolved. It did not seem logical to the healthcare provider that it would be the morphine causing the swelling as the patient had been on oral morphine for several years. The oral morphine that the patient had been on for several years was at larger equal analgesic doses compared to the intrathecal morphine that the patient had been receiving, which were minimal doses over the past several weeks and months since the pain pump was put in. The patient felt it was the intrathecal morphine itself and not the pump or the catheter causing the edema, however she was unwilling to try any other medication in the pump and unwilling to try normal saline in the pump. She was also unwilling to have the pump turned off, and she simply wanted it removed at this point. It was explained to the patient that this was suboptimal in terms of pain management treatment and she may run into further complications down the road. In particular, larger and more frequent doses of oral opioids may be required to control her pain and these may not be readily available given the difficulty of obtaining these medications. Furthermore there is a decreased willingness on pain management practitioners to prescribe medications that the patient was requiring orally to control her pain and this could become an increasingly challenging issue down the road if she is to need the medications on a long term or potentially lifetime basis. It was also reiterated to the patient that the oral route was suboptimal for pain medication delivery at these doses and less safe than the intrathecal route. Lastly it was explained to the patient that if the edema did not resolve after removal of the pump, they may be facing the same conundrum and she would have gone through a removal surgery for nothing. It was also explained to the patient that she had not given the pump a full effort as they were never able to turn the pump up to therapeutic doses or attempt any other medication or even consider alternative medication in the pump that were non-opioid. Given all of these factors, it was ill-advised in the healthcare provider's opinion to remove the pump at this time. Nonetheless, the patient insisted and seemed to be mentally exhausted with the idea of utilizing the pain pump. The patient explained that she would only be happy if the pump was removed and no other option would be satisfactory to her. For these reasons the healthcare provider felt that he had no choice but to remove the pain pump for her.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.